Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2017 the patient underwent a right sided total knee arthroplasty using simplex hv bone cement with gentamicin and triathlon knee system. It is further alleged that on (B)(6) 2020 she had to undergo a revision surgery due to mechanical loosening. No more information have been provided.